Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device failed during surgery. The console no longer turns on at all and shows no reaction. There was no harm for patient, operator or third party reported. No further information received. Further questions will be asked. 01-aug-2023 update (B)(6). Further information were provided that the reported event occurred during a shoulder arthroscopy. It was also reported that first white balance was performed and then the surgery was started with filling the joint. Nacl 20ml via yellow cannula were inserted. Then the camera failed before placement of posterior portal. Due to this failure the surgery could not be completed adn the patient had to be brought out of anaesthesia. The surgery was postponed.

Manufacturer narrative:
(Light engine) this evaluation determined that the reported event occurred due to a cracked light engine component c12 that shorted 12v to ground.